Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: c-section. Cathplace: abdomen. The surgeon met resistance when he was removing the catheter. The catheter stretched and broke. The surgeon believes that about 3 cm of catheter is retained in the pt's abdomen.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a follow-up report.